Manufacturer narrative:
After clinical review, this file was deemed not reportable.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during a pca infusion, the syringe alarmed ¿syringe empty¿ when there was 5 mls left in the syringe. Although requested, no other details were provided. No patient harm was reported.